Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument was broken at the tube extension to the main tube interface. The tube extension was dislodged from the main tube as a result. Both the tube extension and the main tube were missing pieces. The evidence was inconclusive, but the breakage was likely due to overloading at the tip. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the monopolar curved scissors instrument shaft was bent at the distal end prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.